Event description:
It was reported that during a transfix procedure, the pin broke during insertion (light impaction per surgical technique). Surgery was completed successfully. Small parts of the distal pin were retrieved. The proximal part of the pin fixation was considered as good enough and remained in the knee. The retrieved pieces will be returned.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record cannot be performed as the lot number was not provided. The device was requested/is expected but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. The event is typically caused by not fully seating the impactor into the head of the implant or not aligning the impactor co-axial to the implant during attempted insertion. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device not yet returned by facility.